Manufacturer narrative:
Upon receipt visual inspection confirmed that the cable was burned and the male connector was separated from the cable. This cable has been in use for approximately 7-8 years. The cable failed due to a wire that shorted inside. This failure occurred after normal wear and use.

Event description:
It was reported that during a laparoscopic cholecystectomy the cautery cord burned. The cord was removed from the cautery machine. The cord was the only device that was burned. There was no pt injury as the cord was not on the sterile field. An incident report was made by the user facility.